Event description:
(B)(4) - the dealer states that a screw came out of the quad link, and that it was too tight for the patient to swing away. The dealer slightly loosened the nut and it helped a little, but made the quad link to function on a wobbly manner. There was no reported patient injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gar, serial number/date code (B)(4) is approximately four month old. The owner's manual part number 1134791 rev.g (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.